Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was not receiving stimulation in the desired location. The patient underwent surgical intervention were the lead was replaced with a different model. The patient is now receiving effective stimulation coverage.